Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported it was reported that the patient had been having problems with the dilaudid in their pump. According the patient, their body was starting to reject the dilaudid. The patient noted that, after refills, the patient would have hallucinations and have problems with their heart rate for 2 to 3 days. The patient had been to the ER a couple of times. The patient was reportedly seeing their healthcare provider (hcp) at the end of the month to have morphine put in the pump. The patient also reported that their pump had been replaced in (B)(6) 2016 for regular battery life. The patient also reported that their back swells up since before the pump implant. According to the patient, they have had a "cord or something" in their back since the age of 17 and it occasionally swells up for 5 to 7 days. The patient noted that it was an inflamed muscle. No interventions were mentioned. The patient also reported that they lost their personal therapy manager (ptm) programmer. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2017-nov-30. It was reported that the patient's reported heartrate problems had not been observed and the cause of the patient's symptoms were unknown. However, the patient's symptoms were considered resolved. No further complications were reported.